Event description:
A discordant '0' result for human chorionic gonadotropin (hcg) was obtained on a dimension exl instrument. The initial result was zero. The result was not reported to the physician(s). The customer reran the sample on the same instrument and obtained a high result. On the next day a new sample was drawn and another high result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
The customer contacted the siemens technical solution center (tsc). The tsc analyzed the instrument data. No instrument problems were indicated. It was confirmed that this was the only discordant result from the system. The cause of the single discordant hcg is unknown. The customer performed a precision test the result was within specifications. The instrument is performing within specifications. Further evaluation of the device is not required.